Manufacturer narrative:
Nova biomedical has reported a voluntary recall to the FDA for the varta easypack xl lithium polymer batteries, has put all hospital meter systems that utilize the affected product on shipping hold and distributed customer advisory notice, and battery safety information sheet to distribute and end users. Replacement batteries are being sent out to customers. The hospital had already been notified about the recall prior to this incident.

Event description:
A statstrip glucose hospital meter was accidentally dropped by a nurse as she was entering a patient's room. The meter fell on her foot and came to rest on the floor. At that time, the battery overheated, split apart and emitted a cloud of smoke. The battery remained in the meter and caused damaged to it. The hospital's emergency response team was called to clear the smoke. No adverse event occurred.